Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump¿s black box showed evidence of multiple cs064 alarms with high force occurring due to an occlusion while priming. During testing, the pump successfully completed the ez-prime steps with no cs 064 warnings occurring. The pump performed within required specifications. The complaint of a cs 064 issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked at the seal and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.